Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were not always responding to presses. The reporter also indicated that audio bolus button was requiring multiple presses to respond and sometimes the button would also stick. The reporter confirmed that the keypad and audio bolus button were intact but the keypad buttons appeared worn. The reporter stated the pump was worn in a pump skin in a pouch around the waist and the pump was not cleaned. This report is made based on the allegation of the button response issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the keypad was found to be intact. The contrast button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the contrast and down button contacts and the up and down button contacts were misaligned.